Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported nine cases of overcorrection after hypermetropic lasik procedures. The surgeon informed that he had recently decreased the power of the laser. It was unk if this pt was unilateral or bilateral overcorrected. Add'l info has been requested.